Event description:
It was reported that the director & professor implanted the ureteral stent on (B)(6) 2023. The inspection showed no abnormality with the outer package. The package was opened and the ureteral stent was placed. When adjusting the position of the stent, it ruptured suddenly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It was unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: precautions: ¿ suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. ¿ avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. ¿ ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. * ¿ with any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. ¿ care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. ¿ the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. *activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the director & professor implanted the ureteral stent on (B)(6) 2023. The inspection showed no abnormality with the outer package. The package was opened and the ureteral stent was placed. When adjusting the position of the stent, it ruptured suddenly. As per follow-up information received from ibc on 09may2023, stated that the breakage occurred during use. Once the defect was found, the stent was removed. No injury caused on the patient. No extra intervention treatment required.